Event description:
"Was placing a up and over balkin contralateral check-flo performer in right femoral artery for treatment of a distal left sca stenosis. Lesion wired with a wholey .035 wire, prediluted with an angioscuft 5x20 pta balloon catheter followed by 5x10 cordis powerflex balloon. Attempted to place viabahn 6x15 7 french graft stent. Unable to pass stent, a stiff amplatz wire was placed after exchanging wholey wire. A new 6x15 7french viabahn stent was placed and deployed. Upon stent catheter removal, performer introducer sheath separated at valve and sheath. Sheath unable to be retrieved and required cut down surgery to remove."